Manufacturer narrative:
Initial reporter: there was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that prior to surgery, it was discovered that the motor device would not turn the burr device when activated and in use with an attachment device. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated device and determined that the device would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to broken blades and a worn cylinder and spindle. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available; a supplemental medwatch report will be submitted accordingly.